Event description:
This senior medical affairs specialist has classified the complaint based upon information the patient/layperson shared in 2008. Initially the patient complained to customer service that her one touch ultra had a display issue; half of the segiments appeared to be missing. Customer service replaced the products. The patient concurred that the issue began possibly a few days before calling customer service. The patient stated, "half of the numbers were missing." She does not recall results received prior to the event. Despite the display issue, the patient continued taking her usual daily amount of novolog and lantus. The patient never adjusts based upon meter results. The patient alleged symptoms of "chills, sweating, and loss of appetite" that began after the issue. She neither self treated nor received medical intervention due to the symptoms. "The next day I felt better". Although the patient reportedly followed her usual insulin regime and claimed she received no intervention, the complaint is classified based upon the alleged symptom of sweating, after the reported issue, that can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.